Event description:
Pt implanted in (B)(6) 2011 and fit with sound processor in (B)(6) 2011. At time of fitting, no problems at implant site were observed. Pt seen by audiologist 2 weeks later where swelling around implant/abutment was observed. It is suspected that pt had head trauma to surgical site area. Recommended to see doctor. Implant extruded prior to seeing surgeon. A sleeper or back-up implant was placed at time of original surgery. At this time, it is not known if pt will have procedure to expose back-up implant to connect to abutment.

Manufacturer narrative:
Implant was not rec'd at the date of this report. There are no indications that the occurred is a result of mfg or component failure.